Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Imaging from the procedure was not available for review. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the micro annular rupture cannot be confirmed. However, a combination of patient factors (severe native valve and root calcification, bulky calcification on the rcc) and procedural factors (1cc of contrast solution added during post dilation, the normal screening was not performed due to the emergent procedure) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve in a 60:40 aortic position via a transfemoral approach, the patient developed a pericardial effusion that was thought to have originated from a micro-rupture within the aortic annulus. Earlier in the day, the patient¿s surgical avr was aborted due to a porcelain aorta. The patient was rescheduled for an emergent transfemoral tavr procedure on the same day. Due to the emergent nature of the tavr procedure, the normal tavr prescreening testing could not be performed. Balloon aortic valvuloplasty (bav) was performed with an edwards 23x4 balloon. The 26mm sapien valve was positioned and deployed in a 60:40 aortic position. Tee showed mild paravalvular leak (pvl), and post dilation was performed with 1cc of contrast solution added to the system. The final tee showed no pvl or central leak. Shortly after the delivery system was removed, the patient's systolic blood pressure decreased to the 50's. A small pericardial effusion was noted on echo, with a marked decrease in lv and rv function. Shortly thereafter, the patient developed atrial fibrillation with rapid ventricular rate and her hemodynamic status deteriorated. Protamine was given. The patient¿s chest was opened and due to cardiac tamponade, the pericardial sac was opened. The patient's hemodynamic status quickly improved and stabilized. Echo showed a marked improvement in lv and rv function. A left and right coronary angiogram revealed patient coronaries. The patient¿s chest was closed and the patient the left room intubated and in stable condition. 24 hours post procedure, the patient remained intubated, stable and moving all extremities. During a post-procedure debrief, the medical team speculated that during deployment of the sapien valve, the large chunk of calcium on the rcc could have caused a micro-rupture within the annulus, leading to a pericardial effusion and subsequent cardiac tamponade. The micro-rupture was possibly self-sealing after protamine administration. The native aortic annular diameter was 23mm by tee. The native aortic valve severely calcified, with a large chunk of calcium noted on the right coronary cusp (rcc). The aortic root was severely calcified. The patient had a porcelain aorta. The sinus of valsalva (sov) diameter was unknown. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.